Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the impedance on the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that during use of implantable pacing lead (ipl), the lead exhibited high impedance, apparent fracture and friction with the abandoned lead indicated. Device settings were re-programmed. The ipl remains in use. Action plan under consideration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.